Event description:
It is reported that the glenosphere impactor head fractured upon impaction.

Manufacturer narrative:
Eval summary: it is possible that the fracture was due to excessive impaction force, but without further info this cannot be confirmed. Eval: as returned, the glenosphere impactor head is fractured. Based upon the lot number, the device had a potential field age of approximately 11 months at the time of failure. Mfg documentation for this lot has been reviewed and indicates that the device was mfg, inspected, and packaged to specification.